Event description:
While using a true matrix blood glucose testing monitor for fasting, I get erroneous readings. Two mornings in a row while using the test strips and monitor, I got a reading of 154 mg/dl and within two minutes the second reading was 97 mg/dl. On next day, the first reading was 223 mg/dl and the second reading within two minutes was 112 mg/dl. This monitor should not be used because of false readings. It is dangerous. (B)(6) has changed to glucose meter to true matrix which I do not trust.